Event description:
The user reported high pressure alarm, bellow went to the bottom, went in manual mode and hand vented, went back to vent mode. This event required immediate clinical action to mitigate health risk. No adverse impact was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.